Event description:
A malfunction with the pump was reported, displaying malf 9, but no events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer technical support provided information on how to reset the pump, which the customer successfully did, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.